Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: d314trg crt-d, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular (lv) lead was programmed off and was capped at a later date. No further patient complications have been reported as a result of this event.